Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn out, and it was partially peeled off. There was a mark in the non-insulated area which indicates that non-insulated area and the probe came into contact. There was a mark in the probe which indicates that the probe and non-insulated area came into contact. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. No abnormalities detected when probe check was implemented. Seal short circuit error was not detected when the output was activated in seal mode while the grasping section was closed. The tissue pad will wear out when the output is activated in seal & cut mode. Therefore, we perform the test in seal mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. 2. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error was detected. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, lot no. 09k supplementary information was 08. The tissue pad was partially peeled off. There was a contact mark with the probe tip on the non-insulated part. There was a mark on the tip of the probe that came into contact with the non-insulated part. The coating on the probe had peeled off. The coating on the grip was peeled off. A probe check was performed by combining the actual product with the usg-400, esg-400, and td-tb400 owned by omsc, and there were no abnormalities. When the grip was closed and the seal mode was output, no seal short circuit error (error code: u511) occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that an error occurred during a gynecological procedure. When the user facility checking the tissue pad, the tissue pad was worn out and floating. The intended procedure was completed with another device. There was no patient injury reported.